Event description:
When attempting to use endopath ets linear cutter with reload cartridge in place, device did not "click" when fired and cartridge fell into abdomen. Incision had to be extended to remove cartridge.